Manufacturer narrative:
Based on the operative notes provided for this event, the complaint primarily is against the liner and head (3010536692-2021-00038 & 3010536692-2021-00041) and there is no deficiencies stated against the stem pls0s413. Please void the initial report.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient underwent a revision surgery due to dislocation, metal debris with pseudo-tumor formation and leg length discrepancy. Component not revised: dspcgc50 dynasty® pc shell 50mm group c lot: 129999843.